Event description:
Clinical study. It was reported that 1302 days after a coronary artery drug-eluting stenting treatment procedure, the pt experienced angina and had a target-vessel re-intervention (tvr). The index procedure treated 1 10mm long target lesion located in the distal right coronary artery (rca) with 75% stenosis and a 3.0mm reference vessel diameter. Treatment consisted of pre-dilatation and placement of a 3.0x16mm express2 bare metal stent, with 0% residual stenosis. The pt was discharged 1 day post-index procedure on protocol doses of asa/plavix. The pt was admitted 1302 days post index procedure with angina. Core lab report indicated 14.14% stenosis of the target lesion. The 80% lesion in the sequential vein graft was treated with a 3.5 x 16mm taxus stent. The plb stent was crossed with a wire and a 2.5 x 15mm balloon and pre-dilatation was performed. Following pre-dilatation, a 2.5 x 16mm stent was advanced into the rca; however, it could not cross the lesion and the procedure was aborted. The pt was discharged 1 day after the tvr. In the opinion of the physician, the relationship of the tvr to the stent was possible; to the index procedure unrelated, and to the pt's prior co-morbid condition definite.

Manufacturer narrative:
Device eval: a unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch # 4432348 found that the device met its material, assembly and product specs, at the time of release to distribution.